Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously low creatinine (cre) results generated by the unicel® dxc 600 pro synchron® chemistry analyzer.an example of the results was provided. The original cre result was "<0.3mg/dl" which repeated as 1.87mg/dl. A cre result obtained previously from this patient was 1.96mg/dlthere was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc was acceptable prior to the event.a field service engineer (fse) was on-site. Fse replaced the sample syringe and sample probe assembly and ran qc which was within specifications.a clear root cause for this event has not been determined to date, a malfunction will be assumed for the purpose of this report.